Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post stenting procedure, restenosis occurred. In (B)(6) 2012, the patient presented with recurrent angina and was referred for cardiac catheterization. The 80% stenosed target lesion was a de novo ostial long bifurcated lesion located in the proximal left circumflex extending to the left main coronary artery to the proximal left circumflex and was 16mm long with a reference vessel diameter of 3.0mm. In (B)(6) 2012, the lesion was treated with predilatation and placement of a 16mm x 3.00mm ion stent followed by post dilatation with a residual stenosis of 0%. A day after the procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with chest pain and dyspnea which was subsequently diagnosed as angina pectoris and was hospitalized on the same day. He also had an abnormal stress test. Ischemia of inferiolateral wall was noted. The subject was referred for cardiac catheterization which revealed the 70% restenosed lesion in the proximal left circumflex. Within the same day, the restenosed lesion was treated with predilatation and placement of a 2.25x12mm ion stent with 0% residual stenosis. Additionally, the 50% stenosed lesion in the first obtuse marginal was treated with balloon angioplasty with 0% residual stenosis. On the following day, the event was considered resolved without residual effects and the subject was discharged on clopidogrel.